Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Subsequently, the patient underwent a revision procedure and this lead was repositioned. Then upon post operative evaluation, it was noted that the lead dislodged again. Therefore, the patient was brought back to the operating room and this lead was removed and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body revealed a cut in the outer insulation. Evidence suggests that this damage was induced during the explant procedure. There were no anomalies found with the electrode tip. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.